Event description:
It was reported that, "#7 tibial tray had subsided medially and loosened. Surgeon removed tray and insert and replaced with a scorpio #9 universal tibial tray with a full 10mm augment, a 14x155 tibial stem and a #9 x 18mm p/s high flex insert."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available a supplemental report will be issued.